Manufacturer narrative:
Additional information: please review attached for investigation results.

Manufacturer narrative:
Implantation date provided relates to patellar component and articular insert. Femoral component and tibial baseplate were implanted in (B)(6) 2012.

Event description:
It was reported that patient underwent a revision surgery due to chronic infection where all components revised, irrigation debridement was done and antibiotic spacer inserted.